Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
After the fourth re-pvi ablation procedure, a pericardial effusion was noted which resulted in a pericardiocentesis being performed. Radiofrequency ablation was applied in the left atrium. Hypotension occurred and an echocardiogram was performed which revealed an effusion in the pericardial sac. A pericardiocentesis was then performed. The patient was stable. There are no performance issues with any abbott device.